Event description:
It was reported that after the user changed the infusion site due to a bent cannula, blood glucose decreased to the 60s mg/dl, with the ilet reading 70 mg/dl and a confirmatory fingerstick of 62 mg/dl; the user ingested pink lemonade and glucose recovered to 120 mg/dl, with device low glucose alerts reported and no medical intervention or assistance required. Symptoms included feeling shaky. Outcomes included transient hypoglycemia with recovery after oral carbohydrate and no hospitalization or long-term impact. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed hypoglycemia with an unclear cause, with a preceding bent cannula and site change reported, and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.